Event description:
After one month of implantation the device involved in this MDR report showed an absence of artrial output and an increase of the atrial lead impedance. Therefore the device will be explanted.

Event description:
After one month of implantation, the device involved in this MDR report showed no absence of atrial output and an increased of the atrial lead impedance. Therefore the device will be explanted.